Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 400 mg/dl since switching from humalog insulin to novolog insulin. Customer stated pump appears to be functioning as expected. Customer declined troubleshooting.